Event description:
It was reported to boston scientific corporation on may 16, 2022 that a flexiva pulse ID laser fiber was used in a laser ureteroscopy procedure performed on (B)(6) 2022. The laser unit used was a versa pulse 100 laser console. During the procedure, the laser fiber broke in half. It burned a small hole in the patient's drape and wet towel. There was no burn injury to the user or to the patient. No fiber fragments fell inside the patient. The user confirmed the presence of the heat from the laser cable during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: block e4 and g3: medwatch number is mw5110024. Block h6: medical device code a0401 captures the reportable event of fiber break. Medical device code a0501 captures the reportable event of fiber overheats. Medical device problem code a050502 captures the reportable event of fiber misfire. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device is retained and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is retained and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 16, 2022 that a flexiva pulse ID laser fiber was used in a laser ureteroscopy procedure performed on (B)(6) 2022. The laser unit used was a versa pulse 100 laser console. During the procedure, the laser fiber broke in half. It burned a small hole in the patient's drape and wet towel. There was no burn injury to the user or to the patient. No fiber fragments fell inside the patient. The user confirmed the presence of the heat from the laser cable during the procedure. There were no patient complications reported as a result of this event.